Event description:
Patient states on (B)(6) 2021, around 10:15 a.m., she had an appointment with the (B)(6) center which was being used as a covid-19 vaccine mass distribution site, to receive the second pfizer vaccine dose. Pt reports that needle broke upon contact with her skin and that the vaccine had not been administered yet. Patient states that a new needle was used to administer the vaccine without further complications. Patient notes speaking with a healthcare worker who alleges that these are a new kind of needle being used. Patient states concerns about this issue and wanted FDA to be aware of potential complications that could arise from this product malfunction since this is one of the main vaccine distribution sites in the area.